Event description:
Gore received a published article from global product surveillance baxter healthcare corporation. Review of the article comparative use of different techniques for leak and bleeding prevention during laparoscopic sleeve gastrectomy: a multicenter study (2013 american society for metabolic and bariatric surgery 1550-7289/13) identified the mention of postoperative staple-line leakage (fluid collection or air adjacent to the staple-line). The article reports that among the 33 patients that experienced staple line leakage, 7 patients required reoperation and drainage. Gore seamguard® bioabsorbable staple line reinforcement material is not mentioned specifically. No further information was provided.

Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Multiple attempts to contact the article author for further information have been unsuccessful. All information has been placed on file for use in tracking, trending and follow-up.